Manufacturer narrative:
H3: device evaluation summary: updated due to ventilator return and individual part analysis medtronic conducted an investigation based upon all information received. It was reported that during use on a patient, the 980 ventilator displayed an ¿expiratory pressure out of range¿ message. A review of the diagnostic logs indicated that the 980 ventilator had entered backup ventilation. The medtronic field service engineer (fse) inspected the ventilator and confirmed that the ventilator generated a background fault error code. The pneumatic interface printed circuit board assembly (pcba), breath delivery power control assembly, and direct-current (dc) to dc converter pcba were replaced however, the issue was not resolved. One pb980 ventilator was returned to medtronic for further analysis. The unit was inspected and tested with no malfunction or product deficiency observed. The ventilator performed normally for 4 days under normal ventilation mode. The returned unit was subjected to individual part analysis. The pneumatic interface (pi) printed circuit board assembly (pcba), dc-dc converter pcba, breath delivery (bd) power distribution pcba, and bd power controller pcba were visually inspected and functionally tested independently with no malfunction or product deficiency observed. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional code added to section h6 evaluation code result h3: device evaluation summary: updated to ventilator return medtronic conducted an investigation based upon all information received. It was reported that during use on a patient, the 980 vent ilator displayed an ¿expiratory pressure out of range¿ message. A review of the diagnostic logs indicated that the 980 ventilator had entered backup ventilation. The medtronic field service engineer (fse) inspected the ventilator and confirmed that the ventilator generated a background fault error code. The pneumatic interface printed circuit board assembly (pcba), breath delivery power control assembly, and direct-current (dc) to dc converter pcba were replaced however, the issue was not resolved. One pb980 ventilator was returned to medtronic for further analysis. The unit was inspected and tested with no malfunction or product deficiency observed. The ventilator performed normally for 4 days under normal ventilation mode. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that during use on a patient, the 980 ventilator displayed an ¿expiratory pressure out of range¿ message. A review of the diagnostic logs indicated that the 980 ventilator had entered backup ventilation. The medtronic field service engineer (fse) inspected the ventilator and confirmed that the ventilator generated a background fault error code. The pneumatic interface printed circuit board assembly (pcba), breath delivery power control assembly, and direct-current (dc) to dc converter pcba were replaced however, the issue was not resolved. The ventilator will be returned to medtronic for further evaluation. Upon receipt, an investigation will be performed, and the results will be submitted within a supplemental medical device report (MDR). The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications.

Event description:
It was reported that during use on a patient, the 980 ventilator displayed an ¿expiratory pressure out of range¿ message. The patient was transferred to an alternate ventilator with no injury. A review of the diagnostic logs indicated that the 980 ventilator had entered backup ventilation.